Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04842. It was reported the pt received two leads during a permanent implant procedure on (B)(6) 2013, and the leads had been placed and tested. It was reported the pt was sedated after testing the leads and the vitals dropped to a low level. The physician removed the leads and the incisions were closed. Follow up identified the levels returned to normal after the procedure and there were no further issues reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.